Event description:
Unsuccessful deployment of closure device on arteriotomy of right femoral artery. Unable to remove device and required patient to go to or for surgical removal. When staff member attempted to deploy, could not pull the deployment device. Believe it was stuck on the arteriotomy. Staff believe the star closure device did not deploy.